Event description:
During the iliac stenting procedure, the stent migrated out of the distal end of the lesion. Following advancement to the lesion, the stent was expanded to 1 cm of full expansion when the migration occurred. The stent was backed out and removed along with the cook sheath. A new stent was successfully implanted. No pt injuries or complications were reported. The patient's status was reported as 'ok'.